Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the event (foreign material adhered/clogged in auxiliary water channel) was confirmed and it's likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from switch 3. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the jet tube had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process that due to damage on switch 3, water tightness was lost. Suction cylinder had no color. Scope cover had a crack. Grip packing ring was loose. Due to damage on bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Image guide protector was damaged. Plastic distal end cover was deformed. Bending tube was deformed. Connecting tube was deformed. Connecting tube had a scratch. Due to clogging of jet tube in control unit, water could not be supplied. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.